Event description:
The customer's initial complaint of high blood glucose results did not initially meet the criteria for reportability. The customer returned his test strips to the qa lab for eval, and they confirmed high results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 109 mg/dl high, out of spec. Peformance was satisfactory using iqa retention reagent.